Event description:
It was reported an error message occurs when the programmer is booted up, the analyzer is inserted, and the analyzer icon is chosen. When the analyzer is removed, the programmer boots fine. Use of the service disk was attempted to resolve the issue, with no success, so the programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. An error message occurred when the programmer was booted up, the analyzer inserted, and the analyzer icon chosen. When the analyzer was removed, the programmer booted fine. It was further noted that the programmer had a long boot cycle, and the power cord bay door tabs were broken.